Event description:
Spontaneous. Prescriber called into report that the needle was broken. They were able to see this without opening the package. Indication: bilateral primary osteoarthritis of knee. Unknown if patient missed dose. No adverse event reported. Unknown if defective device on hand for return. Unknown if md is aware. No further information provided. Date of malfunction: 11/14/2023. Reported to (B)(6) by: health professional.